Manufacturer narrative:
Visual examination confirms instrument disassembly. Visual and optical examination noted multiple witness marks, gouges, and plastic deformation of the instrument body; no cracks, fracture or breakage were identified. Dimensional inspection confirms conformance to print specifications. Inconclusive; unable to determine root cause from the available information.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that screw extender was broken off and a fragment was left in the patient during the surgery. Nobody noticed the incident during the procedure. A nurse found the device broken while cleaning instruments. The patient underwent a CT and it was found that the fragment at posterior of left l4 pedicle screw. The revision surgery was performed immediately. The broken off fragment was retrieved.